Event description:
It was reported that this right ventricular (rv) lead dislodged. The rv lead dislodgement was confirmed through x-ray. The rv lead was successfully repositioned. No additional adverse patient effects were reported.